Manufacturer narrative:
Concomitant products: 5076-58 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.